Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother called regarding the allergic reaction to the insulin. The insulin clogs up the insulin pump. The customer has been experiencing high blood glucose. Customer has been sick. The blood glucose reading have been high in the 500 range. Customer was taken to the hospital to get the blood glucose levels under control. Customer also experienced diabetes ketoacidosis; the blood glucose reading was 600 mg/dl. Nothing further reported.